Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt experienced uncomfortable heating at her scs ipg site while charging. A replacement charger sent to the pt did not resolve the issue. The pt stated the heating did not cause any injury. The pt is pending a consultation with her physician to further evaluate the issue.